Event description:
It was reported that a customer experienced a suture breakage, however, a broken needle was returned for eval. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4): results: the returned concerned sample shows a fracture at the end of the attachment area. The remaining part of the needle is not present. During visual inspection under a light-microscope, marks of instruments were found at this area. The appearance of the breakage of the needle indicates that the material was overstressed during use (first bent up and then breakage). Conclusion: the device info for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." Additional info: the actual device batch number associated with this event is not known. The following are possible batch numbers: batch ab9dmtd0 mfg date: 03/06/2008, exp date: 02/28/2013. Batch zj9gmdd0 mfg date: 09/21/2007, exp date: 07/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.